Manufacturer narrative:
The t:slim x2 g5 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not consume the amount of carbohydrates that were entered into the pump for a bolus. Blood glucose (bg) was 70 mg/dl and bg was addressed by the customer consuming carbohydrates.